Manufacturer narrative:
Concomitant medical products: 479888, lead, implanted: (B)(6) 2019. Dtmc1qq, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.